Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced swelling at the magnet site that was treated with antibiotics (injection).